Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer had elevated blood glucose (bg) levels (200-250 mg/dl). Customer changed the pump supplies and resumed insulin therapy to address elevated bg levels. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed.